Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch # 613c31. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with an endopath xcel trocar 12 mm inserted in the device, with no apparent damage, and with a gst60g reload loaded on the device. The reload was received unfired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 613c31, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Did they try re-inserting the battery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in a distal esophagectomy the surgeon's partner used a green reload with buttress and articulated the stapler to prepare for firing on the esophagus. The surgeon went to fire but nothing happened, no staples deployed, no cutting effect. Surgeon tried to open jaws and jaws would not open. Surgeon pressed the home button and nothing happened. Surgeon resorted to using manual override to release the jaws but could not straighten them out. He pulled out trocar with stapler articulated and pulled everything out together. They got another device to complete the case without patient harm reported.